Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-05259. It was reported the pt no longer receiving adequate coverage. An impedance check was performed and revealed three invalid contacts. Reprogramming provided the pt with coverage in the areas needed. It was also reported the programmer is having difficulty communicating with the ipg when the pt is sitting. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.